Event description:
It was reported by the customer that upon insertion, the spring wire guide (swg) became unraveled. The consultant attempted to remove the swg from the introducer needle; however, it could not be removed. After using "force" the swg began to shred. It was also noted that a piece of swg became stuck inside of the patient, but later came out with the dilator. This was possibly due to the technique that was being used. The pt later developed hematoma. There was no surgical intervention required. The swg was removed in its entirety. There were no reported patient complications.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.